Event description:
It was reported that a spectrum infusion pump had frequent upstream occlusions during an unspecified process step. It was unknown if there was any report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6: h10: the device was received for evaluation. During functional testing, the reported issue was not reproduced as no upstream occlusion alarms occurred. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification ultrasonic sensor readings and the ultrasonic sensor was unable to be calibrated. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.